Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. An extended investigation has been also been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.